Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# va17zeq. Implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. Product ID 3708660 serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(6) 2017 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported an infection at the lead incision site on the left side of the patient's head. As a result the lead, extension, and implantable pulse generator (ipg) were explanted on date notified. However, the issue was unresolved at the time of the report. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.